Manufacturer narrative:
Tracking number: (B)(4). Phone number: (B)(6).

Event description:
According to the reporter during a lap assisted distal gastrectomy, the gray part around the cartridge release button of adapter cracked. The cartridge release button of another adapter cracked. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Upon a visual inspection of the adapter, it was noted that the body of the adapter was cracked near the unload button. Due to the noted damage, no functional testing was performed. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the damage on the adapter can occur from rough handling or dropping of the device. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.